Manufacturer narrative:
The insulin pump was received with blank display followed by a watchdog alarm/anomaly due to moisture damage at electronic assembly. The insulin pump was unable to perform displacement test, self-test, operating currents and off no power test due to blank display. We were unable to verify alarm and battery out of limit alarms due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a blank display. The customer also reported a unexpected restart alarm occurring when the screen went back on. It was also found the blank display occurred again after the insulin pump froze up. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 15 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.